Manufacturer narrative:
Device evaluated by MFR: returned product consisted of solent omni thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2016-09059. It was reported that the plunger on the catheter did not go up and down during aspiration. An angiojet® solent¿ omni was selected for a thrombectomy procedure and inserted into the arteriovenous fistula. After aspiration started, it was noted the "plunger" on the catheter didn't go up and down resulting in aspiration stopping. Another angiojet® solent¿ omni device was selected. After aspiration started with the second device, it was noted the "plunger" on the catheter didn't go up and down resulting in aspiration stopping. The procedure was completed without thrombus aspiration. There were no patient complications reported and the patient's status was stable .

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2016-09059. It was reported that the plunger on the catheter did not go up and down during aspiration. An angiojet solent omni was selected for a thrombectomy procedure and inserted into the arteriovenous fistula. After aspiration started, it was noted the "plunger" on the catheter didn't go up and down resulting in aspiration stopping. Another angiojet solent omni device was selected. After aspiration started with the second device, it was noted the "plunger" on the catheter didn't go up and down resulting in aspiration stopping. The procedure was completed without thrombus aspiration. There were no patient complications reported and the patient's status was stable .